Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery and e70 alarm was confirmed in the alarm history file. The motor was tested outside the device and passed; the motor may have had an intermittent failure not detected during our testing. Unable to confirm excessive no delivery alarm due to motor error alarm. However, the insulin pump passed displacement test, rewind, and basic occlusion test. The insulin pump had minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed motor error alarm, no delivery alarm, and motor position encoder error alarm. Customer's blood glucose was 292 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.